Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone that staff were performing a distal stone removal procedure, when the computer actually failed several times during the procedure when they were attempting to fluoro. Staff were able to reboot the system, and fluoro returned the first couple of times, but then fluoro failed altogether. Procedure was completed using endoscopy to remove the stone. Customer did not provide any pt information, other than to say the pt is fine. Procedure completed, no reported injury.